Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when use the reload to close the bronchus intra-operatively, the jaws of the reload would not close completely. This might lead to air leaks in the bronchial stump. Another reload was used to complete the case.